Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned within specifications. The .csv files were evaluated. They showed the device functioning as intended. This agrees with independent biomed assessment. The .csv files were evaluated. They showed the device functioning as intended. This agrees with independent biomed assessment. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had concerns about the water temperature dropping on the arctic sun device before it reaches the set point. Per follow up information received via task on 03apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. And appropriate repair has been discussed. Per wo information added from tech support with biomed on 03apr2025, reviewed csv file and saw the device operating as it should and recommended, they call the helpline when they are having concerns about a therapy. Could not provide the unit or patient information.

Event description:
It was reported that the user had concerns about the water temperature dropping on the arctic sun device before it reaches the set point.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.